Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarm during bolus. Customer's blood glucose was 494 mg/dl. During troubleshooting, insulin did not exit with manual prime, plunger push had greater resistance than normal. After troubleshooting, customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.